Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented to the clinic after a vibratory alarm. Several ventricular fibrillation and tachycardia episodes were observed and oversensing was suspected. The device was reprogrammed and the patient will be monitored. Further information was requested but not received.